Event description:
It was reported that, after a thr surgery performed with direct anterior approach on (B)(6) 2021, the surgeon identified on post op x-ray fracture of femur distal to tip of femoral implant. So, on (B)(6) 2021 a revision surgery was performed, surgeon chose to leave primary stem inside the patient and utilized cables to stabilize the fracture, but the oxonium femoral head 12/14 taper 32mm -3 was replaced through direct anterior approach. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, this case reports that after a thr, the surgeon identified a fracture of the femur distal to the tip of the femoral implant on a post-op x-ray. Three days later the patient had a revision. Per the complaint details, the surgeon opted to leave the stem in place, use cables to stabilize the fracture, and replace the femoral head. Per email communication, no additional information is available. Without clinically relevant information for evaluation, the root cause of the reported pain cannot be definitively concluded. Further patient impact beyond the reported revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.